Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
Report 3 of 3 it was reported that while using bd vacutainer® sst¿ ii advance blood collection tube, the customer observed a separation of gel; it was floating inside the sample, the serum was bloody, hemolyzed and fibrin strands after centrifugation on unspecified number of tubes. There was no health impact or consequence reported.

Event description:
Report 3 of 3: it was reported that while using bd vacutainer® sst¿ ii advance blood collection tube, the customer observed a separation of gel; it was floating inside the sample, the serum was bloody, hemolyzed and fibrin strands after centrifugation on unspecified number of tubes. There was no health impact or consequence reported.

Manufacturer narrative:
Investigation summary: bd received nine photos for investigation. The evaluation of these photos indicated the presence of fibrin strands in the serum as well as poor barrier separation. Hemolysis and gel smearing could not be identified in the photos. A total of 100 retained samples were visually inspected, and no additive defects related to fibrin, gel smearing, hemolysis, or poor barrier separation were found. Based on a review of the device history record for the incident lots, all product specifications and requirements for lot release were met. Complaints for sample quality were not under statistical control for the month of may 2025. However, further clinical testing could not be conducted as the tubes were expired at the time of review. Clinical evaluation cannot be conducted on expired tubes. This complaint has been confirmed for the lot 3320819 for the indicated failure modes fibrin and poor barrier separation. This complaint is unable to be confirmed for the indicated failure modes hemolysis and gel smearing. Bd was unable to identify a definitive root cause. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.